Event description:
The customer reported low blood glucose. Customer stated that he has been running low. Troubleshooting was done. Customer's blood glucose was 30 mg/dl. Customer treated with food. The customer was advised to contact the doctor to locate his settings or to determine what should be the right setting for him and to monitor his blood sugar. After 15 minutes the blood glucose went up to around 69 mg/dl. The customer was advised to put on the insulin pump when he feels comfortable based on information with the basal rates and at least over 70 mg/dl. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.